Manufacturer narrative:
Weight & ethnicity: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) device has hole. Customer doesn't know if there was any patient contact. The procedure was completed using another lens of same model and diopter (sn_(B)(4)). No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: august 5, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging with label stickers and notification card. Upon evaluation of the device all the components were correctly engaged, and pushrod was in advanced position. No assembly error and/or defect related to manufacturing process was observed. Lubricating material residues were observed in the cartridge. The tip of cartridge was cracked/damaged. No lens was returned for evaluation; therefore, the lens damaged condition could not be verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.